Manufacturer narrative:
The evaluation showed, that the bolt in the upper part (backward, right hand side) disengaged and joint has play. No fall or injury occurred due to this failure, but it could have led to patient injury.

Event description:
Knee joint was sent in for repair. According to the information provided by the customer the screws worn out. The patient did not fall.